Event description:
A home pt's peritoneal dialysis nurse reported an episode of peritonitis. On 12/29/2005, the home pt's mother contacted the dialysis center and reported the home pt disconnected himself during therapy. The home pt was treated with ancef 250mg ip and fortaz 250mg ip for 14 days. The home pt was never admitted and was asymptomatic throughout.